Event description:
A customer reported that one clearlink extension set leaked during patient infusion. According to the report, the leak occurred "around the valve area," though the specific site is unknown. This event occurred during infusion. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.